Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump time was incorrect. Reportedly, the customer corrected the pump time and resumed insulin therapy. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 180 mg/dl.